Event description:
This spontaneous report was received on (B)(6) 2014 from a female consumer (age unspecified) reporting on self from the united states the medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using the reach access daily flosser (lot number 0303d, expiration date unspecified) dentally. One flavored flosser head used three times before replacing it (device misuse) for general oral hygiene. After an unspecified duration, while flossing, she noticed that the entire replacement head part of the flosser, the top part which was the refill part, came apart and separated from its handle while inside her mouth. She further stated that part yarn of the flosser was detached from the edge. She continued the use of the device. This report was assessed as non serious and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 27-aug-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 07-jul-2014 from a female consumer (age unspecified) reporting on self from the united states the medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using the reach access daily flosser (lot number 0303d, expiration date unspecified) dentally, one flavored flosser head used three times before replacing it (device misuse) for general oral hygiene. After an unspecified duration, while flossing, she noticed that the entire replacement head part of the flosser, the top part which was the refill part came apart and separated from its handle while inside her mouth. She further stated that part yarn of the flosser was detached from the edge. She continued the use of the device. This report was assessed as non serious and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information was received on 20-aug-2014. A review of the data revealed no trends for the reported lot number. The retained sample was visually evaluated and did not present any defect. The head removal force test was performed and all eight white heads met the specification. The device history records were reviewed and no issues related to the defect were found. The manufacturing related issues were reviewed, and no issues related to the defect were found for the lot number and product reported. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 24-oct-2014. During an internal review, it was identified that a correction is needed for this emdr. The emdr is being re-submitted to correct section from adverse event and product problem to only product problem as no serious adverse event is associated with this case. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 07-jul-2014 from a female consumer (age unspecified) reporting on self from the united states the medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using the reach access daily flosser (lot number 0303d, expiration date unspecified) dentally, one flavored flosser head used three times before replacing it (device misuse) for general oral hygiene. After an unspecified duration, while flossing, she noticed that the entire replacement head part of the flosser, the top part which was the refill part came apart and separated from its handle while inside her mouth. She further stated that part yarn of the flosser was detached from the edge. She continued the use of the device. This report was assessed as non serious and the company causality was assessed as related. This report was considered a reportable malfunction case in the united states. Additional information was received on 20-aug-2014. A review of the data revealed no trends for the reported lot number. The retained sample was visually evaluated and did not present any defect. The head removal force test was performed and all eight white heads met the specification. The device history records were reviewed and no issues related to the defect were found. The manufacturing related issues were reviewed, and no issues related to the defect were found for the lot number and product reported. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.